Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
9-pfo-030 amplatzer pfo occluder was chosen to occlude patients pfo. During opening the device was noted: left disc did not open as intended but stayed more like a cup -form. As the device was pulled against septum and right disc opened, the neck of device was visibly twisted around it¿s axel. Right disc opened ok. The device was tried to open (after re-sheathing) total of three times with same result. Device was pulled out from patient through torque sheath. After inspection of the occluder, the left disc did not have the tension it normally has and was not pulled against right disc as it normally does. The left disc felt floppy and staid more in a cup -like position than a disc form. Procedure was then completed with another amplatzer pfo occluder.

Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of deformation upon initial deployment has been investigated and a resolution plan aimed at addressing enhanced loading techniques as well as improved in-process inspection that better represents how a device is loaded and deployed during clinical use are being implemented.

Event description:
9-pfo-030 amplatzer pfo occluder was chosen to occlude patients pfo. During opening the device was noted: left disc did not open as intended but stayed more like a cup -form. As the device was pulled against septum and right disc opened, the neck of device was visibly twisted around it¿s axel. Right disc opened ok. The device was tried to open (after re-sheathing) total of three times with same result. Device was pulled out from patient through torqvue sheath. After inspection of the occluder, the left disc did not have the tension it normally has and was not pulled against right disc as it normally does. The left disc felt floppy and staid more in a cup -like position than a disc form. Procedure was then completed with another amplatzer pfo occluder.